Event description:
Information was received indicating that while in use of a smiths medical cadd extension set for a life-sustaining infusion, patient reported that there was a hole in the back of the air filter and leaked. No patient consequences were reported. No adverse effects were reported.